Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to defective t2 and t3 transformers on the defibrillator pca. The root cause for the defective transformers could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting.